Event description:
A malfunction alarm was reported by the customer, indicating an issue with the insulin pump. There was no adverse impact on the customer's blood glucose level. The customer was informed about the malfunction and advised to use a backup insulin pump. A replacement pump with updated software was sent by technical support, and the customer was instructed on how to put the faulty pump into storage mode, return it, and set up the new pump, including connecting their continuous glucose monitor.